Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed testing. The reported issue could not be confirmed; however, several secondary issues were noted during testing. When test strips were tested with control solution, both an error 4 and an error 5 were observed with no assignable cause found. In addition, the test strips were found to have results greater than 50% of the mean over the higher control solution range when tested with control solution. Finally, the test strips found to be misclassified by the meter, the meter reporting ¿blood¿ when control solution has been applied to the strip. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging error 2. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.